Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes:86 mg/dl (system 1, strip vial 1), 319 mg/dl (system 1, strip vial 2), and 277 mg/dl (system 2). The test strips used with system 1 were the same lot from 2 different vials.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.